Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon finishing operation and upon inspection, the nurses noticed a pad site 3rd degree burn at the lower left calf and the size is around half of the diathermy plate. Surgeon was unaware of the burn. According to the nurses, there was no alarm or sound by the machine and the energy was not cut off as well. Skin grafting was necessary as an intervention for the burn due to the epidermis layer being peeled off. Patient is out of the ICU unit to the male surgical ward and receiving wound care treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture appeared to meet specification. The picture showed a red area on the "patient" skin. Part of the "return" electrode was also shown. The investigation of the customer-provided photo did not identify anything that would have caused or contributed to the reported event. The customer-provided photo showed the face of the electrode. The electrode appeared to be completely covered with gel. The investigation did not identify any defects with the parts of the "device return electrode" that were visible in the customer provided photo. The investigation did not identify any defects with the device pad in the customer-provided photo. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon finishing operation and upon inspection, the nurses noticed a pad site 3rd degree burn at the lower left calf and the size is around half of the diathermy plate. Surgeon was unaware of the burn. The pad was not used on a prior case. According to the nurses, there was no alarm or sound by the machine and the energy was not cut off as well. The pad was completely intact on the patient's skin and the patient had a bruise due to a car accident, prior to the procedure. The pad was not placed on a previously injured calf. Skin grafting was necessary as an intervention for the burn due to the epidermis layer being peeled off. Patient is out of the ICU unit to the male surgical ward and receiving wound care treatment.